Event description:
A customer reported that the tubing of a one link catheter extension set burst during a contrast injection on a patient. The site of this injection was located at the antecubital of the patient's arm. There was no patient injury or adverse event in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.